Event description:
It was reported that the patient had visited the emergency room with hyperglycemia in early (B)(6) 2025 (the patient was unable to recall the exact date). Other diagnoses received were a bladder infection and bleeding peptic ulcers. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Abdominal pain was reported as a symptom. The patient was treated with antibiotics via injection (the name of the antibiotic was not provided) and morphine for pain. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.